Event description:
Report received indicating that one (1) of their staff members has experienced difficulty breathing, and skin rash on the arms on one occasion. The reported states that they suspect the cleaner may be a possible cause of these reactions.